Event description:
It was reported that during a gastric bypass procedure, after a complete and safe firing, the tech was removing the reload and the bottom portion stayed within the jaws of the instrument -- separating itself from the base of the reload. Case completed by removing the bottom portion of the reload from the jaws of the device and placed another reload in the device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one gst60b reload was received fully fired, with the pan detached from the cartridge. No further functional testing could be performed due to the condition of the reload. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.